Event description:
A patient reportedly began vomiting years after the vns had been implanted and the patient had been receiving therapy. The patient's device showed that it was functioning as intended. The physician changed some of the patient's antiepileptic drugs in an attempt to resolve the issue, but that did not change the patient's vomiting. The patient also reportedly lost about 4 kilograms in (B)(6) 2016 due to the vomiting. This generator was replaced due to battery depletion, but the reported vomiting continued. MFR. Report# 1644487-2017-03192 references the continuation of the patient's vomiting with the generator implanted in (B)(6) 2016,